Manufacturer narrative:
Received one (1) used (B)(6) primary plum set for inspection. As received, the clave secondary port was observed to be broken from the cassette. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The deformation observed was in the form of beach marks on one side while the opposite side was smoother. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. A device history review could not be conducted because no lot number(s) was/were identified. D9- product was received 10/20/2023.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the secondary line cracked. The obvious defect noted on the tubing set were cracks. No hole, cut, tears or any other defects noted. The tubing was replaced, and therapy resumed. The drug/solution used was unknown, and the event was noted during infusion. There was no any spillage or drug exposure to patient or staff. The leakage was noted in the secondary line crack. The products were stored in the air-conditioned room in the hospital. There was patient involvement, but no patient harm. There was no unprotected drug exposure, and no impact to the patient and healthcare provider.